Event description:
Related to MFR report # 2183959-2012-02381. It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with an ams miniarc pelvic mesh product to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, dyspareunia, and other injuries." The plaintiff's attorney also alleged that the plaintiff "experienced significant mental and physical pain and suffering," "required additional surgery and medical treatment", and "has sustained permanent injury" that "will result in some permanent disability to her person."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.